Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed and the patient presented insufficient bone quality/quantity considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in ada site 12, the implant had not obtained integration in type ii bone. Clinician reports pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in ada site 12, the implant had not obtained integration in type ii bone. Clinician reports pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported complications.